Event description:
A nurse reported that during vitrectomy surgery, the probe broke. The surgeon removed the broken piece form the eye, changed the probe, and completed the surgery. There was no harm to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).